Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not deploy from the introducer and attach itself to the patient. Placement of the capsule was checked and it was still attached to the introducer. Capsule was dislodged from the introducer into the stomach and was removed from the patient using roth net.